Manufacturer narrative:
There were no other devices remaining in inventory for analysis. The device samples returned for evaluation passed all functional and performance testing. The complaint could not be confirmed. The purpose of the valve is to prevent excessive negative pressure in the ventricle. It contains an anti-backflow feature to prevent retrograde flow, and a pressure relief valve that vents blood in the event of retrograde flow due to operator or installation error. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital sterile processor reported for the perfusionist that there was an issue encountered while using the suction control devices. The report stated that both suction valves leaked during the procedure. Follow up with the complainant found that the volume of blood loss was not recorded. The valves were changed out and the procedure was successfully completed. There were no patient complications reported as a result of the alleged event. The valves were returned to the manufacturer for analysis.